Event description:
The patient suffered from pain and swelling of the device pocket. No fever or infection was seen. Pocket bleeding and atrial lead dislodgement were reported. The patient was hospitalized. Pocket repair and repositioning of the atrial lead were done. Lead remains implanted. Should additional information be received, this file will be updated.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.